Event description:
It was reported the customer received a failed battery test alarm upon inserting a new battery. Her blood glucose was 200 mg/dl. Customer was advised the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The pump gave a failed battery test alarm due to a corroded battery tube. Unable to perform the displacement test due to the failed battery test alarm. The pump was received with minor scratches on the lcd window.